Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'down' arrow button. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/11/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately. The complaint of the under/over responsive up arrow button was not duplicated during testing. The keypad was removed and there was contamination found under the up arrow and contrast button contacts. Unrelated to the complaint, investigation revealed that the display was dim fading and discolored. The audio bolus button was found to be punctured and damaged. The audio bolus button responded appropriately.